Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. Investigation conclusion: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. Root cause description: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. Rationale: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that before use of four unspecified apokyn pen pack the pens had cracks in them. Because of the crack could not give inject an appropriate medication.